Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a precharge voltage error and filament regulator error. The system was not able to provide enough power to create excessive radiation. The precharge voltage error will likely prevent the system from booting. There is no report of injury or death.